Event description:
(3/3, reference (B)(4) for related complaints) (documenting cassette) per email: inbound. Patient has been hospitalized for 2 days. Pump is alarming no disposable. Despite troubleshooting and changing pumps, alarm persists. No further details provided. No injury.